Event description:
It was reported that there was a leak from a bag line spike during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test was performed with no abnormality observed. The reported condition was not verified and device was within specifications for the reported problem. Should additional relevant information become available, a supplemental report will be submitted.